Event description:
It was reported that the patient's catheter had fractured near the spinal process. The catheter tip was not recovered and "may have migrated in to the spine." A revision was being discussed, the outcome of which was not reported. No patient symptoms were reported. The medication being delivered via the device system was not reported. Additional information has been requested. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).